Manufacturer narrative:
--

Event description:
It was noted that the reported issue is regarding another manufacturer's right atrial (ra) lead and not the right ventricular (rv) lead as previously noted. At this time there is no evidence to support an issue with the rv lead. Additional information was received that the lead safety switch (lss) was triggered again for the right atrial (ra) lead and pacemaker due to high out of range pacing impedance measurements. Further review found that the patient was only pacing 50 percent in the atrium, even though the patient is atrial dependent. Review of the electrogram (egm) found that there was crosstalk and oversensing of noise on the ra channel leading to pacing inhibition. Boston scientific technical services (ts) discussed programming options. The patient is scheduled for an in office interrogation. No adverse patient effects were reported and the ra lead and pacemaker remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there has been chronic noise on the right ventricular (rv) channel. Approximately four months later the noise was oversensed and led to pacing inhibition. Nine months later the lead safety switch (lss) triggered for the rv lead and pacemaker due to high out of range pacing impedance measurements of greater than 2000 ohms which changed the lead polarity from bipolar to unipolar. The clinic was unable to reproduce the noise. It was noted that the clinic has never been able to reproduce the noise. Boston scientific technical services (ts) was consulted and suggested further review including an x-ray. The lead was reprogrammed back to bipolar sensing and at this time no x-ray has been taken. The physician has opted to continue to monitor the patient and the rv lead and pacemaker remain in service. No adverse patient effects were reported.